Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch, interlock switch, and wire harness were replaced. Patient identifier could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. There was no reported patient injury.